Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report. [(B)(4)].

Event description:
Reportedly, the patient went to hospital due to bradycardia on (B)(6) 2018. Loss of capture was observed in both channels; spontaneous rhythm at 20 bpm was observed. Leads impedance had been gradually increasing since (B)(6) 2018 and were above 3000 ohms in both atrial and ventricular channels. Egms were flat. X-rays did not show any lead fracture. The same issues were observed on (B)(6) 2018. Tests showed that ventricular sensing was properly working but atrial events were not sensed. No noise was observed. A re-intervention was performed on (B)(6) 2018: leads were tested with a psa and impedance measurements were above 3000 ohms. The leads were capped and abandoned. A new pacing system was implanted.